Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that loss of capture, elevated thresholds and high thresholds were noted on the right ventricular (rv) lead. Dislodgement was confirmed. The rv lead was revised and remains in use. No patient complications have been reported as a result of this event.